Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports the following architect cyclosporine assay result generated on an architect i1000sr analyzer on (B)(6) 2016: (B)(6)= 140.5 ng/ml. The following day, the customer reported numerous aspiration errors ((ec 3350: the test cannot be processed, aspiration error for (pipetting arm) at (manager sample)) being generated on the analyzer with the failure of the daily maintenance procedure. Various hardware parts were replaced. The sample was then retested on (B)(6) 2016 and generated a result of 297.4 ng/ml. Controls were within specifications on all runs. No suspect results had been reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
Abbott personnel at the customer site observed that the daily maintenance failed on the architect i1000sr analyzer, serial number (B)(4), with aspiration errors and that on the day of testing error code 3350 [test cannot be processed, aspiration error for (pipetting arm) at (manager sample)] was generated on the system. While troubleshooting the issue abbott personnel replaced the probe, the pressure monitor sensor and the probe tuing. Subsequent instrument operations were acceptable. No returns were made available from the customer site. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect cyclosporine assay package insert contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. Sample integrity cannot be ruled out as a possible cause. The issue was addressed through standard troubleshooting procedures.